Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The pump was tested, and the pump did not generate a pressure alarm during normal operations, and it worked perfectly. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative recalibrated the downstream occlusion (dso) sensor.

Event description:
It was reported that there was a pressure alarm without external influence. There was unknown patient involvement, and unknown signs or symptoms experienced.